Event description:
Additional information confirmed that the patient had undergone a surgery to fix the csf leak. As of the date of this report it was stated that the csf leak had now healed, but the titration on pump had not started yet. There was no efficacy yet. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk.

Event description:
It was reported that the patient developed a csf (cerebrospinal fluid) leak following pump implant and it "was repaired one week later". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
.

Event description:
In addition to the previously reported cerebrospinal fluid (csf) leak, it was reported that the patient had a spinal headache. The patient had ¿excruciating¿ headaches in the last month. In addition, it was reported that the patient had 5 different surgeries recently (also see manufacturer¿s report # 3004209178-2012-00822 for reported catheter issue in this patient ). It was also reported that the patient had in the past gone into the doctor's office ¿where they thought they had it fixed and then they admit me instantly and do surgery instantly because they're afraid that it could actually kill me...". Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).